Event description:
It was reported that the patient presented to the clinic for a follow-up visit. During the visit, the patient reported experiencing audible sounds and vibrations from their unify assura ICD, which were also noted daily at home. No episodes were recorded. Device parameters were found to be within normal limits. The device was subsequently explanted and replaced. The patient remained stable.

Manufacturer narrative:
Corrected information: d6a, date of implant should have been reported as "unknown".